Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "a right side deflation". Device remains implanted.

Event description:
Device has been explanted.

Event description:
Patient reported "a right side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white particles on the shell, and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior and observed void 1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.